Manufacturer narrative:
During my conversation with the assistant, I advised that the piece of catheter tubing be removed, explaining that our catheters were not intended to remain in the body. As I understand it, the doctor will continue to follow up with the patient

Event description:
Broken alpha cath infusion catheter: the following information was obtained from my calling the doctors office and speaking with his assistant. The patient had surgery for an abdominal plasty in 2005. An alpha 450 infusion pump along with an alpha cath infusion catheter was placed on the patient post surgery for the administering of pain medication to the surgery site. There is no information on which model of the alpha cath infusion catheter was used. The doctor had instructed the patient to remove the catheter by pulling it out slowly after the pain medication was delivered. The next month, the patient went to remove the catheter and felt it snap. She then called the doctor and was seen by him that same day. The patient reported, that she did not feel any resistance as she pulled on the catheter. The doctor estimated that approximately 6" of the catheter was left in the patient and discussed the pros and cons of having a secondary surgery to remove it. The patient opted not to remove it, as of this date.